Manufacturer narrative:
A siemens technical applications (tas) specialist was dispatched to the customer site. The tas checked the system performance and no issues were found. The tas performed a precision run of 90 replicates out of a patient pool and with remaining material from the 2 aliquots from the affected patient ((B)(6)), which resulted within range. The data did not indicate an instrument issue. The cause of the (B)(6) tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A (B)(6) cardiac troponin I (tni-ultra) result was obtained with an aliquot sample of one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The aliquot sample was repeated on the same instrument, resulting lower and matching the patient's previous result. The patient's primary tube was then tested on the same instrument, resulting lower than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.